Manufacturer narrative:
Product analysis: analysis was able to confirm the error code and that the main board required replacement. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.